Manufacturer narrative:
Corrected data: on (B)(6) 2017, post-removal observation of anisocoria and uncorrected visual acuity (ucva) of 20/400 was observed. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -7.0/+2/114 diopter, into the patient's right eye (od) on (B)(6) 2017. Intraoperatively, the lens was explanted due to excessive vault.

Manufacturer narrative:
Device evaluation: lens was returned dry in the lens case/vial. Clear surgical residue/debris was found on the product. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specification. (B)(4).